Manufacturer narrative:
The insulin pump was received with intermittent esc, act, and up arrow button response due to corroded keypad traces. No button error alarm during testing. Pump received with the operating currents within specification. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08660 inches. The unit was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's diabetes educator reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 280 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer treated with the insulin pump and manual injection. The customer was still in the hospital during the call was not wearing the insulin pump during the hospitalization for less than 48 hours. Troubleshooting for high blood glucose was performed. The customer's blood glucose level was 197 mg/dl at the time of the call. The drive support cap appeared normal. Declined to check for leaks or air bubbles. There were no site or insulin issues. A bent cannula was found, but customer could not troubleshoot. The device settings were correct. During troubleshooting, it was found that the esc button was unresponsive and the customer wanted to discontinue troubleshooting for the high blood glucose. Button error/keypad anomaly troubleshooting was performed. The customer stated that there was no significant event leading to the keypad issues. Customer also stated that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.